Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05024. It was reported that shaft break occurred. When advancing a 2.75 x 8mm promus premier select drug-eluting stent, the shaft broke inside the guide catheter. The guide catheter had to be removed n order to remove the remaining part of the broken stent. A 2.75 x 12mm promus premier select drug-eluting stent was then advanced, but the same thing occurred. The procedure was completed with a different device. There was no serious injury to the patient.

Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 2.75 x 8mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or strain and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within specification. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed a hypotube break at 225mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05024. It was reported that shaft break occurred. When advancing a 2.75 x 8mm promus premier select drug-eluting stent, the shaft broke inside the guide catheter. The guide catheter had to be removed n order to remove the remaining part of the broken stent. A 2.75 x 12mm promus premier select drug-eluting stent was then advanced, but the same thing occurred. The procedure was completed with a different device. There was no serious injury to the patient.